Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the peg tube was detached at the transition zone between the hard and the soft plastic while it was pulled through the stoma site. The detached part was retrieved by pulling it through the mouth. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.